Event description:
It was reported that a lead alert was triggered for elevated sensing integrity counter (sic) and ventricular oversensing was observed on a ventricular tachycardia non-sustained episode. Additional information obtained reported that noise was observed when performing isometrics. The lead remains in use and is being monitored. No patient complications have been reported as a result of this event.